Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis of the pacemaker was normal, no anomaly was found.

Event description:
The patient presented to the hospital after passing out at home. The pulse generator could not be interrogated and intermittently lost output. The device was replaced and returned for analysis.